Event description:
Technician alleged that the right siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the right siderail is missing a shoulder bolt. The technician replaced the right siderail shoulder bolt to resolve the issue.